Event description:
It was reported that during follow-up, the left ventricular lead exhibited loss of capture. An x-ray revealed the lead dislodged. The lead was explanted and replaced on 12/11/2014. The patient was stable.